Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly stopped responding to sound with the device. Incident of accident or trauma is unknown. There were no changes in health or medication.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found are most likely related to the explantation surgery. This is a final report.

Event description:
The patient suddenly stopped responding to sound with the device. Incident of accident or trauma is unknown. There were no changes in health or medication. The patient was re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact, appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient suddenly stopped responding to sound with the device. Incident of accident or trauma is unknown. There were no changes in health or medication. No date for re-implantation has been set yet.